Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2008. One day postoperatively on the next day, the patient presented with bilateral diffuse lamellar keratitis (dlk). On two days later, a flap lift and rinse was performed for both (ou) eyes. Two weeks postoperatively, patient presented with superficial punctate keratitis (spk) on the right (od) eye with folds on the left (os) eye, flap was lifted and stretched with epithelial scrape. The patient was prescribed topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/20 ou. Postoperative bcva as of one and a half months later, in the right (od) eye was 20/20 and 20/25 left (os) eye. The patient is responding to treatment and dlk and spk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
A clinical development specialist (cds) has been in contact with the physician since 2008 obtaining patient follow-up status. Dlk and spk has resolved. On the day before, an intralase field service engineer (fse) visited the site and performed a field validation. No problems directly related to dlk was found with the system. Perform pm. Other, superficial punctate keratitis (spk); flap striae; epithelial scraped.